Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for pm testing, upstream occlusion, air in line, downstream occlusion and flow rate accuracy (flow testing at 40 ml/hr. For 60 mins at 40 vtbi with the results of 39.617 and passing error percentage of -0.9575%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed high downstream occlusion. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.